Event description:
It was reported that this newly implanted device exhibited noise, oversensing, and inappropriate shocks. The noise was able to be reproduced in the secondary and alternate vectors and was suspected to be due to a seal plug/setscrew issue. The device was reprogrammed to primary and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.